Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to the back up plan. Customer stated they do not recall any significant events that led to alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump had button error alarm due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.